Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future, hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to probably be the alarm detection system being too sensitive to the breathing circuit configuration and accessories. There was no patient or user harm.

Event description:
Dear milad, according to the customer there was an unusual event with this unit: there was some alerts on exhalation obstructed. Eventually the unit had been replaced. The unit passed all the tests and run for a few days with no alerts. Please advise. (B)(6).